Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of patient reported that her daughter's tracheostomy tube began leaking while in use (time in use was not disclosed). The tracheostomy tube was replaced. According to the mother, holes were found in the removed tracheostomy tube material. No adverse health effects were reported.

Manufacturer narrative:
Please be advised that since this complaint was initiated, smiths medical has confirmed with the original reporter that this event (file 2183502-2016-00656, smiths file # (B)(4)) is a duplicate file. Please refer to files 2183502-2016-00663, 2183502-2016-00664, 2183502-2016-00665 instead of this file.